Event description:
It was reported that during the procedure, the sterile packaging of the cement powder was found to be damaged and the powder leaking. Surgeon completed the surgery with another pack. There was a ten minute delay in the procedure. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: china. Visual examination of the provided pictures identified that the cement leaked into the outer pouch. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. This device is used for treatment. Reported event is not related to medical condition. Review of medical record is not applicable. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.